Event description:
It was reported that the customer was hospitalized for high blood glucose levels (400 mg/dl). The customer was treated with IV drip and insulin. The customer was at the hospital for a few hrs.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.